Event description:
Zoll one step CPR complete pads had twisted, tangled wires inside the packaging when opened. Caused delay in getting pads untangled on and hooked up to the r-series defibrillator. Pads worked for monitoring. No shock needed, no shock given. No harm to patient. FDA safety report ID # (B)(4).